Event description:
It was reported that the patient experienced dizziness and shortness of breath due to the lead dislodging post implant. It was also reported that lead had intermittent no capture at high outputs. The lead was repositioned and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.